Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the oxygen was failing to flow. There was no reported patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition board and performed a post repair, per part replacement specifications. The data acquisition board was returned for failure analysis. Service personnel performed a visual inspection and found no evidence of damage or contamination. Functional testing found no failures with the part. The root cause cannot be determined.